Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction and the stent remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of death and myocardial infarction are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat target lesions in the mid left anterior descending (lad) artery and proximal right coronary artery (rca). A 4.0 x 28 mm xience prime stent was implanted in the mid lad and a 4.0 x 18 mm xience prime stent was implanted in the proximal rca. On (B)(6) 2016, the patient experienced a myocardial infarction and died. No additional information was provided.